Event description:
Initial (08-jan-2024). This serious case reported via telephone refers to a male consumer whose age, medical history, concomitant medications and allergies were not reported. The consumer used dentek maximum protection dental guard for three months for teeth grinding and experienced a crack in his tooth which resulted in him having to get the tooth extracted by the dentist. The consumer denied having any tooth issues before use of the guard and advised that the dentist did not indicate that the guard caused his tooth to crack. Medical records were requested but the consumer declined to provide them. This case outcome is recovered resolved. Meddra version 26.1. Expectedness: tooth fracture: unexpected. According to the company reference safety information.